Manufacturer narrative:
On 05/16/2018, mentor became aware that the suspect medical device is a mentor memorygel breast implant 125cc gel breast prosthesis, catalog #3501251bc, lot #5770468. The PMA # is p030053 and the UDI is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/25/2018, mentor completed the investigation on the suspect medical device. The device upon receipt, the gel appeared clear. No foreign material was observed within device and gel on the shell surface. The device appears with creases on both aspects, and two rents measuring a/b = 0.3 cm on the posterior aspect within crease. No other anomalies were discovered. Complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. The DHR was reviewed and no anomalies were found related to this complaint. A complaint of capsular contracture and granuloma were also reported. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Mentor gel breast prosthesis, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a bilateral breast augmentation procedure with unspecified mentor gel breast prostheses when the left implant ruptured after implantation. Free silicone was found in the left breast. In addition, patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch form is for the left breast prosthesis.